Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the reported event. The patient was treated with an injection of cefepime (1 g, interperitoneally (ip), route not reported, frequency not reported), injection of reflin (1 g, frequency not reported, route not reported) and an injection of heparin (1000 units, route no reported, frequency not reported). The pd therapy was ongoing. At the time of this report the patient was recovering from the peritonitis event. Additional information was requested and was not available at this time. This report is 3 of 3.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is the same patient as cmplnt-(B)(4) and cmplnt-(B)(4).